Manufacturer narrative:
(B)(4).

Event description:
The report stated the tube presented a hole. No patient involvement or required intervention was reported. Attempts to obtain additional information are ongoing.